Manufacturer narrative:
(B)(4) information was received via (B)(4).

Event description:
It was reported that using bedside ultrasound to direct the needle into the left internal jugular vein, vein was penetrated in one attempt with good blood return per provider. Provider threaded guide wire for the first 6 inches without any noted complication. Felt the guide wire start to toll or crimp was able to pull back gentle for 2-3 inches without any difficulty at that point felt the wire firmly held in place. Provider stopped and removed the needle and attempted to make a small incision just adjacent to guide wire and pull back without success. Provider stopped efforts and consulted general surgery. Provider used bedside ultrasound to confirm the guide wire was intraluminal and no obvious kinks were noted by provider. Patient was taken to or for surgical removal of guide wire. No issues related to removal procedure.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The probable cause of the guide wire getting stuck in the patient could not be determined based upon the information provided and without a sample. No further actions will be taken.